Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they believed their device was no longer working, and was at end of life since the recharger was unable to read the implant. It was further reported the consumer was seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, and was unable to communicate with the recharger. It was noted the consumer hadn¿t been using therapy so the device hadn¿t been recharged in about two months. The consumer was looking to meet with the manufacturer¿s representative (rep), which they had two times prior, to resolve the issue since the healthcare provider (hcp) didn¿t do device troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.